Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. Customer's blood glucose level was not impacted. Customer was advised to ensure the pump was not connected to a power source and to apply pressure to the button while supporting the pump, and although the display turned on, the issue persisted. Technical support arranged for a replacement pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy in the meantime. Customer was informed about putting the pump into storage mode and was asked to return the faulty device using a prepaid label.